Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that the pressure monitoring catheter was leaking at the distal arterial catheter connection. No patient interaction.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was originally reported as a leak at the connector, however, visual examination of the returned device found the connector to be detached. The root cause is attributed to the manufacturing process. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.